Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during the initial drain was not confirmed due to lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed on lot (h11d13085) with no defects noted. Similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was given. A batch review will be performed. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 on the homechoice (hc). The technical services representative (tsr) explained the message to the home patient (hp) and instructed her to cycle the hc. The tsr instructed the hp to start over using new supplies. Product surveillance (ps) followed up with the home patient (hp) on (B)(6) 2011. Per the hp, the supplies were discarded and ps followed up with the hp to retrieve the lot number. The hp stated that the hc went to connect yourself and she connected. The hp received the 2240 alarm and was connected when she received the alarm. The hp did not disconnect at any time. She started over with new supplies and resumed therapy. There was patient involvement. No patient injury or medical intervention was reported.